Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been return. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to diabetes ketoacidosis and high blood glucose on (B)(6) 2011. The customer's glucose reading was over 700 m/dl. The customer believes that the infusion set have caused the problem. No further info was provided.